Event description:
Same case as MDR#6000093-2007-01194, 6000089-2007-00841. It was reported that 6 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The lesion was located in the mid right coronary artery (rca). It was a 70mm long lesion with a tortuous pass located proximal to the lesion. The physician predilated the lesion with an unknown size and type balloon. Then, the physician delivered and deployed a 3.00x20mm taxus express2 drug eluting stent to the distal side of the mid rca. The physician then delivered and deployed a 2.50x20mm taxus express2 drug eluting stent to the mid rca, overlapping the 3.00x20mm stent. The physician post-dilated the 3.00x20mm stent with the stent delivery catheter balloon. The physician then delivered and deployed the 3.00x20mm taxus express2 drug eluting stent in the proximal rca. There were no patient complications during the procedure. Ticlopidine and aspirin were prescribed following the procedure. Six days later, the patient presented with chest pain, and it was discovered that there was in-stent thrombosis in the mid-rca. The patient was taking ticlopidine and aspirin at the time of the thrombosis. The thrombosis was removed by pulse infusion thrombolysis using thrombolytic enzyme. The physician did post ivus and noted that the location of the overlapping stents was not dilated completely and was incompletely appositioned. The physician used a quantum maverick 3.25x20mm balloon to dilate the location of overlapping stents. The physician feels that the cause of thrombosis was due to the length of the lesion and the incompletely dilated overlapping stents. The patient condition is listed as "recovered." No patient complications were reported. There was no further information available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.